Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4).

Event description:
End-user reports that about 2 months ago he noticed a change in the eakin seals he was using. The mass was breaking down in less than a day leading to leakage and frequent appliance changes. He reports that the skin under the entire area covered by the seal is red weeping and bleeding a little at every change. He states "I think I am allergic to the eakin seal now".

Manufacturer narrative:
The report submitted on 12/11/2015, with the patient identifier (B)(6) had the incorrect manufacturer report number 9681410-2015-40088 listed. The correct manufacturers report number should have been 1000317571-2015-40088. (B)(4).